Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative retrieved the log files, and repaired the lemo connector. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed black and white specs on the monitor. No pt injury was reported.